Event description:
It was reported that during a deep brain stimulation (dbs) implant procedure the physician attempted to attach the base of the burr hole cover and the retaining clip, but they could not be attached. The device was replaced, and the procedure was completed.

Event description:
It was reported that during a deep brain stimulation (dbs) implant procedure the physician attempted to attach the base of the burr hole cover and the retaining clip, but they could not be attached. The device was replaced, and the procedure was completed.

Manufacturer narrative:
The returned burr hole cover was analyzed. Visual inspection of the retraining clip of the burr hole cover noted no abnormalities. During functional testing, a known, good lead was successfully secured with the retaining clip. The clinical observation that the retaining clip of the burr hole cover would not remain locked was unable to be confirmed through laboratory analysis. Based on all available information, no problem could be detected. Boston scientific initiated a corrective and preventive action (CAPA) investigation to further investigate events where issues were encountered with locking the burr hold covers retaining clip to a lead with a stylet. The investigation identified the following design related root causes, the suppliers existing manufacturing process may result in a high residual stress in the clip assembly, a lack of functional specification for the locking mechanism of the lead clip assembly, and dimensional differences between two supplier components that could impact the slider engagement as well as closure and retention force requirements of the lead clip assembly. The CAPA investigation is ongoing, and boston scientific is working with the supplier to identify solutions that will be implemented to address the root causes.